Event description:
A malfunction alarm, indicated by malfunction code 1, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Cts assisted customer with resetting pump, it was detrmined malfuction code was not resettable. To resolve the issue, tandem technical support arranged to replace the pump. The customer was advised to use an alternate insulin delivery method multiple daily injection (mdi).